Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported unable to capture leaflets and tissue damage were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3-4, fragile leaflets, and prolapsed leaflets. Two mitraclip xtw clips were implanted. To further reduce mr, a mitraclip xt was inserted, and grasping was performed. However, the leaflets were unable to captured. Therefore, the clip was removed from the patient. It was noted that damaged leaflets were observed. The procedure was completed with two clips implanted, reducing the mr to a grade of 3. There was no clinically significant delay in the procedure.